Event description:
It was reported that, after a tka surgery performed on (B)(6) 2024, the patient experienced sinking associated with loosening of tibial baseplate and discomfort. The surgeon believed that this adverse event was caused by joint degeneration due to charcot joints. The adverse event was solved by a revision surgery performed on (B)(6) 2025 in which one (1) porous tibia bseplate w/jrny lock sz5 rt, one (1) jrny ii bcs femoral oxin rt sz 7 and one (1) jrny ii bcs xlpe art isrt sz 5-6 rt 11mm were explanted and changed. The current patient's status is unknown. No further complications were reported and no further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.